Event description:
It was reported that while in the cardio-thoracic surgery intensive care unit, the intra-aortic balloon (iab) was inserted sheathless into the pt's right femoral artery. A leak was noticed at the site of arterial line connector. As a result, the iab was removed and replaced. There was no reported pt death or injury. Medical/surgical intervention was required; however, not due to this reported issue. The pt was taken to the operating room for a coronary artery bypass graft. There were no reported pt complications and the pt outcome is listed as good.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.